Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the patient developed symptoms of rash, redness, inflammation, and burning under the area of the sensor pod, as well as an infection at the insertion site. The patient consulted with a doctor who disinfected the area, provided the patient with unspecified IV medication, and prescribed an oral antibiotic for the patient to take three times a day for four to five days. The patient also underwent an echography at the affected site, but nothing was found. At the time of contact, the patient was reportedly feeling okay. No additional patient or event information is available.